Event description:
It was reported that customer was hospitalized and admitted to ICU with high blood glucose of 500 mg/dl and presence of ketones, but healthcare providers did not consider ketone level to be dangerous or life threatening and no injury or permanent damage was identified. Customer received intravenous saline and insulin, treatment resolved issue, customer had not yet been released from hospital at time of report, and caller declined follow-up, supplies or system check, and any further assistance.